Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. The event was further described as "after mixing the two chambers of solution, the patient put it on the machine, but it was leaking and the patient did not know where it was coming from". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h10. H10: upon further review of this report, it was determined that there was no suspect device reported. Should additional relevant information become available, a supplemental report will be submitted.